Event description:
When discontinuing intravenous catheter, only a portion was removed from the pt's forearm. Xray verified that the catheter had migrated to the pt's lung. 01/19/1999 - add'l info rec'd - the pt involved in the incident has had two unsuccessful cut down's in an attempt to retrieve the catheter portion which migrated.